Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: 1. Severe lumbar disc degeneration, l5-s1. 2. Grade 1 lytic spondylo listhesis, l5-s1, with associated instability. 3. Progressive discogenic, spondylotic and spondylolisthetic mediated low back pain with lower extremely radicular features. For which, patient underwent following procedures: 1. Anterior lumbar discectomy, l5-s1. 2. Anterior lumbar interbody fusion, l5-s1. Fresh frozen corticocancellous allograft. 5.bone morphogenic protein (bmp) 2. 6. Anterior lumbar instrumentation, l5-s1. Implants used: 1. Prosthetic interbody cage device size 16 mm, medium body, and 12- degree lordotic. 2. Standard 5.5 mm bone fixation screws x 3. Per op note, the l5-s1 level was identified and then interface was sequentially rasped and sized to a 16 mm, medium body, and 12 degree lordotic implant. This was packed with fresh frozen cortical cancellous allografts wrapped in bmp 2-soaked collagen sponges .the interbody device was then impacted in the midline under direct visualization and fluoroscopic guidance utilizing a solitaire inserter distractor. The cage was recessed approximately 2 mm. Excellent fit of the cage was noted. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.